Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5177516. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. No sample movement was observed within 30 calendar days from the complaint open date. The investigation was concluded based on the information available to date. If samples are received later, the complaint may be reopened based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that blood came out of the septum when the needle was disengaged after placement of IV. When the material was used to puncture the patient in the left fossa, and after fixing the device to the valve from which it was removed, the needle plug showed blood reflux, so it was not possible to maintain avp. Sample unavailable. Additional information received on 27 feb 2026 there was non-serious damage resulting from the need for the second puncture, and the patient was aware of the situation.